Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to deploy and the reported inflation issue were unable to be confirmed. A conclusive cause for the reported difficulties cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The procedure was to treat a 90 percent stenosed, moderately tortuous, and heavily calcified concentric de novo lesion in the distal right coronary artery. Following pre-dilatation with a 2.0x20mm non-abbott balloon, thrombus aspiration was performed due to thrombus enter the peripheral vessel. A 4.0x28mm xience alpine stent was implanted at the lesion site at 10 atmospheres for 20 seconds twice; however, the distal part of the stent didn't look fully expanded. An intravascular ultrasound catheter measured the distal part of the stent at 2.5mm. The stent delivery catheter was re-advanced and additional dilatation was performed. The distal part of the stent was expanded to match the rest of the stent and the procedure was successfully completed. After the procedure an attempt to inflate the balloon of the delivery catheter was made; however, the distal part of the balloon would not fully expand. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.